Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause of the iipv event was determined to be due to clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for your patient. This could cause an increased intraperitoneal volume (iipv) situation." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 22:21:39. During night drain cycle two, the patient's ultrafiltration reading was 982ml, indicating the home patient drained 982ml more than their maximum programmed fill volume of 1500ml. No additional information is available.